Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump went dead, despite use of a new battery cap. Customer's blood glucose was 363 mg/dl, for which she treated with manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.